Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels ranging from the 40's to the 300's (mg/dl). The suspected cause was unknown. The customer delivered a bolus and consumed juice and carbohydrates to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed between (B)(6) 2017 and (B)(6) 2017. User makes bolus requests without entering current bg level and still having insulin on board (iob). Basal rates were slightly raised throughout the month. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There are no obvious requests or deliveries that would cause bg levels to drop. There was no failure or malfunction detected related to the low bg event.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.